Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output. In addition, the lead was reported to be unipolar configuration. Subsequently this lead was surgically abandoned and successfully replaced. Other than the intervention no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report is being submitted to correct device codes (h6) in device manufacturers only section.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output. In addition, the lead was reported to be unipolar configuration. Subsequently this lead was surgically abandoned and successfully replaced. Other than the intervention no additional adverse patient effects were reported.